Event description:
It was reported that the patient underwent surgical revision for the removal and replacement of ams 800 control pump due to unspecified reason. Additional information received that the patient could not use the pump because it was not implanted properly. There was no device malfunction as the pump functioned correctly. The patient status post procedure was fine